Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 60000843 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal atrial fibrillation ablation with a vizigo and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. During the case, a drop in blood pressure was discovered and a large pericardial effusion was noted on ice (intracardiac echocardiography). Pericardiocentesis was completed by the physician and the patient was reported to be in stable condition. Patient went to the or (operating room) to get appendage ligated and coronary ischemia was found and fixed during the procedure. Patient fully recovered; however, required extended hospitalization. Patient has a history of dilated atrium with low ef (ejection fraction). The doctor believed the perforation in the laa (left atrial appendage) could have been due to over-advancing the vizigo following transseptal. Only five ablations were done in right pulmonary veins and carina. The physician reported that the coronary ischemia was unrelated to the ablation procedure. Procedural act (activated clotting time) was between 300-350. The patient's medical history is generally unremarkable other than paroxysmal atrial fibrillation. Two catheter exchanges were reported (1 octaray, 1 varipulse). One transseptal puncture site was performed during the procedure. Pulsed field ablation was the type of energy delivered. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. There were no error messages observed on biosense webster equipment during the procedure.